Event description:
It was reported by service report that the footend lift was stuck in an elevated position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: tech visit was for eval only; awaiting further guidance from customer.